Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
On (B)(6) 2013, patient's mother reported the insulin delivery of the infusion device is inaccurate. She stated after confirming a bolus delivery on the blood glucose monitor, the infusion device would begin to deliver a bolus and then stop in the middle without providing an error message. The blood glucose monitor and infusion device showed the bolus was delivered. The patient experienced hyperglycemia in the 300 mg/dl range, and her mother delivered boluses and insulin injections as treatment. The mother then delivered manual boluses on the infusion device, but her blood glucose remained in the 200 mg/dl range. The patient switched to injection therapy, and her blood glucose returned to her normal range of 98-130 mg/dl. The infusion device, blood glucose monitor, adapter, and infusion set were replaced and requested for evaluation.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The patient's mother returned the replacement infusion device that was shipped in relation to this complaint. Follow-up was completed with the patient's mother. She stated the alleged infusion device is "working fine," and they do not want to change the infusion device at this time. She reported there are no further complaints against the alleged infusion device. Device will not be returned.